Event description:
The customer reported the sys displayed a communication error message, and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The sys was tested adn found to be working as intended and put back into svc.